Event description:
The pt underwent a percutaneous rf ablation for left-sided vt via a retrograde approach using a daig short introducer sheath inserted into the left femoral artery. Using the rpm blazer 8f/5 mm catheter, six applications of rf energy were delivered to the vt target site with marginal success. The rpm blazer 8f/5mm catheter was withdrawn and replaced with a blazer xp 7f/10 cm catheter to achieve a larger linear lesion; however, the catheter was not able to be advanced to the aortic arch. The blazer xp 7f/10 mm was withdrawn and replaced with a pigtail catheter that advanced to the same point. Contrast media, injected via the pigtail, disclosed an aortic dissection located on the descending aorta just below the beginning of the arch. There was no evidence of any aneurysm. The pt was transferred to an intensive care unit (ICU) to be monitored.